Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issuecould not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump's alarm volume was too low. The customer's blood glucose level was 170 mg/dl. The pump was replaced to address the issue.